Manufacturer narrative:
On (B)(6) 2020, nakanishi received additional information about the event from the distributor (B)(6). According to the distributor, it is still unknown which one of the three handpieces was involved in the event. Additionally, since all three handpieces have been serviced by a third party and sent back to the user, there is no way to know the serial numbers or to return the device to the manufacturer for investigation.

Event description:
On march 13, 2020, nakanishi became aware of a handpiece overheating through a complaint input into the complaint database by a distributor (nsk america). According to the database, one of three handpieces overheated and caused the event described below, but the dentist could not identify which of the three devices actually overheated. Additionally, the dentist was unable to determine the serial numbers for the three handpieces. Therefore, nakanishi is submitting three separate mdrs for this event based on the information from the distributor. This MDR is regarding the second handpiece. Details are as follows: the event occurred on (B)(6) 2019. The dentist was performing a resin restoration on the patient's #22 tooth using the z95l handpiece (serial no. Unknown). The patient was under local anesthesia. During the procedure, the patient reported that the handpiece felt too warm on the patient's lip. The dentist observed a circular white lesion measuring 4mm in diameter on the patient's lower lip, adjacent to the tooth #22. The patient was instructed by the dentist to apply a cold compress to the site of the injury. The dentist has conducted a follow-up with the patient and the injury has healed as expected with no reported complications. No further medical treatment was required for this injury.